Event description:
Customer reported two weeks prior to the call on (B)(6) 2011 that she was unable to use her adc blood glucose monitor because the lancing device she had was not sticking the finger. As a result, she experienced sweats, chills, nausea, and lost consciousness. Paramedics were called and responded and the customer was given glucose with an unspecified route. The customer was not transported into a health care facility. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown.